Event description:
A report was received that the patient developed a staphylococcus aureus infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was receievd that the patients infection was not device related.

Event description:
A report was received that the patient developed a staphylococcus aureus infection. The patient underwent an explant procedure.